Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing location was unknown. The device manufacture date is unknown. The serial number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the tip of femoral head impactor device was broken. There were no parts left in the patient. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.